Manufacturer narrative:
(B)(4). (B)(6). The air oscillator device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air oscillator device motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for hose coupling function, immediately stopping, excessive noise, air leak, frequency, starting behavior, and performance. It was noted in the service order that the device didn't work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.